Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing of a retained reagent kit lot. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A search for similar complaints did not identify an increase in complaint activity for lot 61329be01. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any potential nonconformances, nonconformances, or deviations associated with lot number 61329be01 and complaint issue. In-house testing was completed with lot 61329be00, which contains the same bulk material as lot 61329be01, using panels which mimic patient samples using an in-house retained kit. All specifications were met indicating the lot is performing acceptably. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect syphilis tp reagent lot 61329be01 was identified.

Event description:
The customer reported a false negative architect syphilis tp result for a baby under 3 months of age who was born to a mother with a history of syphilis. The following data was provided: initial result = 0.832 s/co, tppa = weak positive, roche = 2.11 coi. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 8d06-77 that has a similar product distributed in the us, list number 8d06-31/-41, with 510k/PMA/bla number k153730.

Event description:
The customer reported a false negative architect syphilis tp result for a baby under 3 months of age who was born to a mother with a history of syphilis. The following data was provided: initial result = 0.832 s/co, tppa = weak positive, roche = 2.11 coi. No impact to patient management was reported.